Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and reported failure was confirmed. The instrument was found to have charring and localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test. Additional observation not reported by site: 1. The instrument was found to have dried residue around the clamping pulley cable groove.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had melted plastic at the jaws. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.